Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The pump and cylinder were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The pump and cylinder were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. During visual examination, it was noted that cylinder 1 had wear at fold in the middle of its body, and the kink resistant tubing (krt) had a hole caused by a sharp instrument. The component did not pass the leakage test. No damage or abnormalities were noted in cylinder 2 and no leaks were identified. The pump was visually inspected, leak and functionally tested. Visual examination revealed the pump tubing was cut down to the pump block and not returned for analysis. No leaks were identified in the pump; however, the component did not pass the functional test. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observations; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.